Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was stress urinary incontinence. The procedure performed was a cystoscopy with pubovaginal sling. The patient underwent an additional procedure on (B)(6) 2005. The preoperative and postoperative diagnosis was intrinsic sphincter deficiency. The procedure performed was a contigen periurethral injection, 5cc. The patient underwent an additional procedure on (B)(6) 2015. The preoperative diagnosis was menometrorrhagia, mixed urinary incontinence, grade 3 enterocele, and grade 3 rectocele. The postoperative diagnosis was menometrorrhagia, mixed urinary incontinence, grade 3 enterocele, grade 3 rectocele, and paratubal cyst. The procedure performed was a vaginal hysterectomy, left paratubal cyst biopsy and excision of the distal portion of the left fallopian tube, pubovaginal sling, bilateral sacrospinous ligament fixation, and posterior repair.